Event description:
Caller reported a malfunction. No notable events preceded the malfunction. Technical support provided information and assistance for resetting the pump, so the customer could resume insulin therapy. Customer¿s blood glucose (bg) level was 513 mg/dl. The customer had not addressed elevated bg at the time of trouble shooting. Reportedly, the customer was going to deliver a correction after the pump was reset.